Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor system test and there was a motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump was received with a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
The customer's parent reported via phone call that the customer had a motor error alarm on the insulin pump. Caller stated that her daughter's blood glucose has been running high for the last few days. Customer keeps getting a motor error alarm even after changing her set about 8 times. Customer's blood glucose was over 400 mg/dl. Customer does not use the sensor feature on the pump and is able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump with the battery and zero out the basal rates.